Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the zimmer implant disengaged from an unknown handpiece driver during implant placement at tooth location 31. The procedure was not completed. The patient will return for implant placement. There was no report of patient injury. D1: unknown zimmer driver. D11: imp,tsv,4.1mm,dual sel,ha. Item# tsv4h10 lot #: 63600966. G4: 18 apr 2019. G7: follow up. H4: 23 mar 2017. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported devices were not received for evaluation. The reported condition of " implant disengaged from an unknown handpiece driver during implant placement at tooth location 31" was not confirmed. A device history record (DHR) review could not be performed for the reported driver as the reported device lot is unknown. A complaint history review could not be performed for the reported driver as the item and lot are unknown. A DHR review was completed for the reported implant lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported implant lot for similar cause and no other complaint was identified. A definitive root cause could not be determined. Probable causes of the reported event include: debris in the interface, customer error in engagement, and a possible lack of tool maintenance. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant disengaged from an unknown handpiece driver during implant placement at tooth location 31. The procedure was not completed. The patient will return for implant placement. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the zimmer implant disengaged from an unknown handpiece driver.